Event description:
It was reported that when using the bd pyxis¿ medflex 1000 wrong item was in cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wrong item was found in a cubie. The technical support specialist (tss) found that bin 02-39, which was labeled as labetalol 100 mg tablets. However, upon opening the bin, buspirone tablets were found inside. The customer was advised to contact the pharmacy to send a destock label and provide a restock for the correct medication. The system functioned as intended after the technical support specialist investigated the device.